Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer reported multiple occurrences of the same malfunction and decided to reset the pump. Technical support arranged to send a replacement pump with updated software, provided instructions for storage and return of the current pump, and confirmed the customer¿s understanding of the replacement process. The customer agreed to continue using the current pump and injections as backup therapy if the malfunction recurred.